Manufacturer narrative:
(B)(4) date sent: 5/23/2024 d4: batch # c9da81 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "could you please clarify how the "device jammed"? -did clips not feed or advance into the jaws? -did device not deploy clip from jaws upon firing? -did more than one clip feed into the jaws? -did the clips feed sideways into the jaws? -did device fire scissored clips? This may also include ribbon shaped or x-shaped. -did device fire malformed clips? Pear/tear drop shape or clip gap? -how many clips were fired before the alleged jamming occurred for each device?" Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, zero(0) clips were found inside the clip track no conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, after about 6 firings, the device jammed. Device replaced and happened again to the new device. Device replaced again and procedure was completed. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Additional information was requested and the following was obtained: "could you please clarify how the "device jammed"? The device worked fine for the 1st six firing but when surgeon pulled trigger again the device locked up at the trigger and would not deploy another clip. This happened with 2 separate devices. -did clips not feed or advance into the jaws? That is correct. Would not feed. -did device not deploy clip from jaws upon firing? Did not feed so no clip in jaws -did more than one clip feed into the jaws?no -did the clips feed sideways into the jaws?no -did device fire scissored clips? This may also include ribbon shaped or x-shaped.no clip in jaw -did device fire malformed clips? Pear/tear drop shape or clip gap?no clip in jaw -how many clips were fired before the alleged jamming occurred for each device? 6 firings".